Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The system was manufactured on december 6, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that after incision had been made for a vitrectomy procedure the system displayed multiple system messages. The system messages were unable to be cleared. The case was aborted. The patient is rescheduled for surgery.